Event description:
The biomedical engineer at (B)(6), reported the following event, patient initially hospitalized for implantation of plate and locking screws in (B)(6) 2010. Come back to explant the hardware in (B)(6) 2013. While explanting the locking screws, the screws broke. The plate couldn't be extracted. Surgery was interrupted and will have to be rescheduled.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke during extraction of the screw could not be confirmed, since the screw or part of the screw were not returned, and no x-rays were supplied, therefore the root cause for the reported event could not be confirmed. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The biomedical engineer reported the following event, patient initially hospitalized for implantation of plate and locking screws in (B)(6) 2010. Come back to explant the hardware in (B)(6) 2013. While explanting the locking screws, the screws broke. The the plate couldn't be extracted. Surgery was interrupted and will have to be rescheduled.